Event description:
The customer reports that she heard a "pop" and saw that one of the batteries had exploded and that there was battery pieces and debris on the table where the unit was sitting unattended. No one was hurt. The device was returned to arc. A lab analysis of this type of failure was performed. The analysis of the batteries included an optical microscopy, CT scan and 2d x-ray and indicated the failure was due to a single component (battery) malfunction. Report, attached. The suspect batteries have not been used in production since (B)(6) 2015.